Event description:
It was reported that the patient presented for a remote follow up via merlin.net with recorded episodes of non-sustained right ventricular oversensing (nsrvo) due to post-paced t-wave oversensing (pptwos) noted on stored electrograms (egm) on the implantable cardioverter defibrillator (ICD). Programming changes were recommended, but not completed. The patient was in stable condition.